Event description:
It was reported that while using a greenlight surgical fiber in the final stages of a prostate procedure, the fiber was damaged and discarded. The case was completed using an alternate procedure (turp). Patient outcome: "no injury". There was no patient injury reported.